Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini tray 1.5 failed to open. A field service engineer (fse) identified that some sticky residue keeping the tray from opening and cleaned the tray to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the main drawer 1.5 mini tray stuck and failed to open. There were no delay, no adverse events or injuries reported based on this event.